Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's implantable cardioverter defibrillator was found to have exhibited under-sensing, resulting in non-sustained over-sensing alerts. No intervention was performed. The patient was stable throughout.

Event description:
New intervention received notes that another instance of under-sensing was noted. New malfunctions of pacemaker mediated tachycardia, atrial over-sensing, and inappropriate shock due to incorrect interpretation of signal were reported. No intervention or additional patient consequences were reported.